Event description:
It was reported there was a ¿shorted lead.¿ it was stated there were no patient symptoms or injuries related to the event. It was further reported impedance testing was performed when the patient was first implanted. It was noted the cause of the shorted lead was unknown. It was stated the lead was removed and a new lead was implanted. It was stated the patient received effective therapy.

Manufacturer narrative:
(B)(4).